Event description:
There was an allegation of a questionable na electrode (sodium) result from the cobas c 303 analytical unit. The initial result was 150 mmol/l, and the repeat result was 149.3 mmol/l. The same sample was repeated on an integra unit and had a result of 139 mmol/l. The customer replaced the electrodes and repeated the sample, receiving a result of 145.7 mmol/l.

Manufacturer narrative:
The na electrode lot number is auu80, the expiration date was not provided. The customer replaced the sodium, potassium, and chloride electrodes but there wasn't an improvement. The field service engineer (fse) determined that the dilution vessel was scratched and replaced it. The investigation determined that the service action resolved the issue.